Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment or non-emergency treatment was completed by using the alternate footswitch or the hand switch. The philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch (wfs) does not work intermittently. Upon troubleshooting, fse found there was mechanical damage in the wfs, which had a broken aerial on the receiver unit. To resolve the issue, fse replaced the wireless footswitch and the base station. The defective wfs was returned for analysis. A malfunction was observed, and it was identified that the footswitch bracket was loose. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was intermittently not working. The system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.